Event description:
The ge oec 9800 fluoroscopy sys would not boot up.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found the cmos settings had become corrupt. The cmos settings were re-loaded. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.